Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using an 12f delivery system. Prior to the amulet implant, a trivial pericardial effusion was noted. A transseptal puncture was performed in an inferior/mid location, with a reported left atrial pressure of 11 mmhg at the time of the procedure. During the procedure, heparin was administered at a dose of 15,000 units, achieving an activated clotting time (act) of 310 seconds. The device required one repositioning during implantation, with no multiple wire or delivery sheath exchanges reported and wire position not changing between pulmonary veins. Protamine was administered directly after sheath removal. On (B)(6) 2026, it was discovered that the patient experienced pericardial effusion. The user reported the belief that the pericardial effusion was caused by the amulet device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.